Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256300. Our records have detected a trend for this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted by your facility was found to be leaking from the junction point of the extension tubing and the connector body. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. This damage sustained creates a small opening allowing for he development of a leak.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage on the extension tubing and y luer connection the extension tubing was partially broken at the junction. This occurred on 8 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that there was leakage on the extension tubing and y luer connection, the extension tubing was partially broken at the junction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage on the extension tubing and y luer connection the extension tubing was partially broken at the junction. This occurred on 8 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that there was leakage on the extension tubing and y luer connection, the extension tubing was partially broken at the junction.